Event description:
It was reported that telemetry could not be established between the physician programmer and the neurostimulator while in the operating room. The battery was not implanted. A manufacturer representative took the device home and was still unable to establish telemetry using a physician programmer. Use of the antenna locate feature and the performance of a physician mode recharge did not resolve the issue. The recharger did not recognize the neurostimulator.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the neurostimulator (serial #(B)(4)) found the antenna coil used for telemetry was electrically open. Gouges on the antenna coil were indicative of a tooling impact and location of the tooling mark was coincident with the location of the antenna open.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.